Manufacturer narrative:
Reporter (name and address): reporter address not provided.

Event description:
Information was received that a smiths medical pneupac ventipac ventilator "was involved in a patient incident". No adverse patient effects were reported.

Event description:
Investigation results completed on a smiths ventilators/pneupac ventilators parapac. Information was sent on september 16, 2019 that the patient oxygen saturation dropped and desaturated in transport on the ventilator. The patient was bagged unitl put on a new ventilator in the ICU.

Manufacturer narrative:
Investigation results completed on a smiths medical ventilators/pneupac ventilators ventipac . When device was tested, it was discovered intermittent loss of power with device related to a corroded battery holder. Action was taken to replace the battery holder assey. Upon visual inspection of device the casing was noticed to be bent in the battery compartment. Battery compartment is corroded. The manometer is out of spec..device then passed all testing after repairs. This file was changed from malfunction to serious injury, as the device failed during transport, causing a patient to have hypoxia . Intervention was taken to bag the patient with an ambu bag to regain oxygen and airway control. This was implemented until a new ventilator could be placed in the ICU. Repair summary: as preventative. Updated old style nrv. Replaced out of spec pressure manometer and missing ctrl knob. Updated service maintenance kit p/n 510a3039. Performed pm and calibration.